Event description:
I had breast implant illness due to my smooth saline mentor of 12 years. I had my implants tested and were found to have defective valves and the cause of my breast implant illness. I had fibromyalgia, connective tissue disorder lupus. Raynauds phenomenon, parrot fever, mono, polyneuropathy (all after getting implants). I was in such excruciating pain and sometimes unable to walk or move at all, to the point that I didn't know how I was going to live another day. My health has improved about 90% since explanting. I felt symptoms immediately after getting implants in the fall of 2006, but I dismissed them. I then got a major and unexplained attack to my immune system, which resulted in polyneuropathy, for which I was hospitalized in (B)(6) 2011. I had autoimmune symptoms through 2018, with major incapacitating symptoms in 2017, and I was finally diagnosed with lupus in (B)(6) 2018. I explanted in (B)(6) 2018. Other symptoms included vertigo, fatigue, anemia, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss), muscle aches, pain, and weakness, joint pain and soreness, chronic inflammation, hair loss, dry skin, scalp hair, weight gain and weight loss. Easy bruising and slow healing of wounds. Temperature intolerance, night sweats, skin rashes, insomnia, swollen and tender lymph nodes in underarms, throat and neck, tingling or numbness in the arms and legs, cold and discolored hands and feet, nausea, fevers, dehydration, frequent urination, chronic neck and back pain, vision disturbances, slow muscle recovery after activity, gastrointestinal and digestive issues, sudden food intolerance, smell or chemical sensitivities. Throat clearing, cough, difficult swallowing, choking feeling, chest pain, mouth and tongue ulcers, teeth sensitivity, headaches and dizziness, depression. Breast implants should be recalled / removed / banned. Please help save other people's lives from these toxic devices. FDA safety report ID# (B)(4).